Event description:
Patient reported that the lancet device carrier is not fully retracting, resulting in the lancet protruding from the device end-cap. Patient indicated that, as a result of the protruding lancet, he accidentally punctured his finger with a sterile lancet. No resultant injury was reported. Patient did not provide the location where the problem was first discovered. Technical support requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The softclix plus lancet device is the suspect product. Additional concomitant medical products and therapy dates: levothyroxine 0.125 mg - 2005 - present.